Manufacturer narrative:
Argus case (B)(4).

Event description:
Patient swallow some of the product/it is it harmful to the body [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received polident (polident (unspecified denture adhesive or denture cleanser)) unknown for product used for unknown indication. On an unknown date, the patient started polident (unspecified denture adhesive or denture cleanser). On an unknown date, an unknown time after starting polident (unspecified denture adhesive or denture cleanser), the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with polident (unspecified denture adhesive or denture cleanser) was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to polident (unspecified denture adhesive or denture cleanser). Additional details: the reporter stated that her husband used this product. At times he would swallow some of it.